Manufacturer narrative:
A f/u report will be submitted when the investigation is complete. (B)(4).

Event description:
Customer reports the image is displayed with a 180 degree horizontal flip on web-dx. There was no reported pt injury associated with this event.